Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: envpro-14-us, serial/lot #: (B)(4), ubd: 02-may-2021, UDI #: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed within a stenosed bicuspid aortic valve after a pre-balloon aortic valvuloplasty (bav) with an 18 millimeter (mm) balloon. Angiography and echocardiography revealed the valve was deployed in a high position within the native aortic valve resulting in a mean gradient of 44 mmhg. Due to the valve being in a high position, one paddle of the valve was snared to secure its position and a second transcatheter bioprosthetic valve was advanced over the guidewire to a deeper position. While attempting to deploy the second valve, the first valve appeared to move aortic resulting in a drop in blood pressure to a systolic pressure of 60 mmhg with the patient becoming symptomatic with st segment elevation. With minimal response to pharmaceutical therapy to raise the blood pressure, the second valve was recaptured and removed from the body. The blood pressure did not improve with the recapture. It was likely that the first valve was causing a left coronary artery occlusion due to the movement. The snare was used to move the valve up into the ascending aorta. The blood pressure recovered and the st elevation was normalized. A non-medtronic valve was then implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record for the valve and associated frame lot was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. High gradient can possibly be caused by a variety of factors, such as pre-existing patient condition or patient anatomy, calcification levels, distortion, under sizing or valve positioning which potentially may have not have completely seated well for several reasons. In this case, it was reported that the high gradient was likely caused by constraint of the valve from the bicuspid anatomy. Multiple factors can affect frame expansion or compression, such as patient anatomy and valve positioning. In this case, it was reported that most likely was due to patient anatomy. In this event, it was reported that the valve was snared to secure its position and a second transcatheter bioprosthetic valve was advanced and while attempting to deploy the second valve, the first valve appeared to move aortic resulting in a drop-in blood pressure with st segment elevation. It was reported that likely the first valve was causing a left coronary artery occlusion due to the movement. The instructions for use (IFU) warns the user against using a snare to reposition a deployed valve as follows, "once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." Imaging was provided to medtronic for review. The following was noted, per the image review report: there was no valve load check for this event. The imaging provided confirmed that the medtronic valve was snared into a safe location and a non-medtronic valve was implanted in the annulus. There was no evidence confirming the events, recaptures, balloon aortic valvuloplasty (bav) and the second valve system stated in the event description. Coronary occlusion is listed as a potential risk associated with the implantation of this device in the device IFU and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). It was reported that likely the first valve was causing a left coronary artery occlusion. This was not confirmed per the image review; therefore, we are unable to conclusively determine the cause for this report. Hypotension is also known potential adverse effect per device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. The hypotension and st elevation noted might be as a result of the occlusion. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that per the physician, the elevated gradient was likely caused by constraint of the valve from the bicuspid anatomy. No additional adverse patient effects were reported. Updated data: valve code c96715 added. Corrected data: fdm 4114 for delivery catheter system (dcs) no longer applies. 4115 now applied. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.